Event description:
Complainant alleged that during use on a pt (age and gender unknown), the device intermittently would not decrease joule settings. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.